Event description:
It was reported that the console displayed error codes 48 (sis-fiber is not lumenis fiber (or no sis detected)), 58 (self-test process failure (one of the tests completed with fail status)), 150 (laser deck - fiber not connected) and 188 (cooling system error-cooling flow switch error). The console was rebooted but it did not resolve the issue, and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
A field service engineer (fse) checked the device in the health care center. The errors 58,188 and 48 were confirmed by the fse and the console was restarted but the problem remained. The mmcu component of the console was removed and replaced and the device started correctly with no errors. The device was tested, and it was working as expected. Most likely the damaged mmcu component could have affected the device performance leading to the event experienced by the customer.

Event description:
It was reported that the console displayed error codes 48 (sis-fiber is not lumenis fiber (or no sis detected)), 58 (self-test process failure (one of the tests completed with fail status)), 150 (laser deck - fiber not connected) and 188(cooling system error-cooling flow switch error). The console was rebooted but it did not resolve the issue and the procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.